Event description:
Patient was implanted with 4.5mm va lcp condylar plate construct in (B)(6) 2012. Patient was returned to operating room on (B)(6) 2012 for a broken plate, possibly caused by non-union. All hardware was removed and patient was revised with a 4.5mm broad lcp plate construct.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received.